Manufacturer narrative:
This report is submitted on december 30, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection at the implant site. There are currently no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced migration of the implant and a magnet dislocation prior to explantation.